Event description:
A review of information also found impedance measurements bordering on the lower range of acceptable values.

Event description:
It was reported that multiple instances of noise were observed on the atrial lead of an asymptomatic patient. The noise was reproducible. The physician disabled the lead.

Manufacturer narrative:
(B)(4).